Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the clock not being set was confirmed via log file analysis. A review of the log files contained data spanning approximately 13 days ((B)(6) 2000 - (B)(6) 2000, (B)(6) 2023 per timestamp). From the beginning of the log file, clock not set alarms were active; the initial conditions that caused the clock to reset were not captured in the log file. The clock was set to an updated timestamp on (B)(6) 2023 at 14:11:51. Pump operation was not affected. The heartmate 3 system controller (s/n: (B)(6) ) was not returned for analysis. Per the provided information, it was unknown if the patient lost total power and the events leading up to the clock reset. Of note, the patient had a recent hospitalization where the clock was set appropriately. The root cause for the reported event was unable to be conclusively determined through this analysis. Heartmate iii instructions for use, rev. C, section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook, rev. D, section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. The heartmate 3 instructions for use (IFU), rev. C, section 2, entitled ¿system operations¿, instructs the user on how to properly exchange the system controller backup battery. Section 5, entitled ¿surgical procedures¿, also explains how to properly install the backup battery in the system controller. This section also states, ¿be aware that installing an 11 volt lithium-ion backup battery may prompt a system controller clock not set advisory alarm on the system monitor¿. Heartmate 3 instructions for use (IFU), rev. C, section 4, entitled "system monitor", explains how to set the system controller clock using the system monitor. Heartmate iii instructions for use, rev. C, section 8 entitled ¿caring for the equipment¿ and heartmate iii patient handbook, rev. D, section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
All available information for conducting this event was collected and no follow-up attempts will be performed.

Event description:
Related MFR # 2916596-2023-06218. It was reported that during a clinical visit on (B)(6) 2023 the patient's controller clock was found to be not set. The patient insisted they had not exchanged their controller, but this and a pump stop cannot be ruled out. The patient's controller clock was fine during their last hospitalization. A review of the log file and periodic log revealed controller clock corrupt (f49) clock invalid alarms all throughout the log. The clock was resynced on (B)(6) 2023 at 14:11. Otherwise, the log file captured routine events, and there were no notable alarm conditions or parameter changes.